Event description:
Reporter alleged the customer began sweating, not making sense when she spoke, and seemed as if she would pass out when he used her aviva system to obtain a result of 274 or 275 mg/dl. Reporter stated that he called 911, the emts arrived, used her same aviva system to obtained another result of 274 or 275 mg/dl and then their system to obtain a result of 33 mg/dl within 10 minutes. Reporter stated the emts treated her with an oral liquid medication and an IV before taking her to the hospital where she was given more treatment and her dialysis. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.